Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had cracked reservoir tube lip, minor scratches on display window, and cracked case near display window corners noted during visual inspection. All buttons functioned properly however, corroded keypad traces noted. No button error alarms noted.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 300 mg/dl. Customer was attempting to program a bolus and the button got stuck. Customer stated that the numbers continued to ramp. Customer's blood glucose level was high when the issue first started because he miscounted carbs. Customer stated that his blood glucose level was low last night because he had a low carb dinner. Customer treated by eating something without bolusing. Customer had an unexplained high blood glucose level this morning. Customer declined troubleshooting for high blood glucose levels. Customer stated that he got a button error alarm because a button was held for 3 minutes or longer. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.